Event description:
Information received regarding the device does not address the patient's clinical status but notes lead dislodgement, no sensing and no capture. The lead was repositioned without complications.